Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had an unresponsive down arrow button due to corroded keypad traces. The motor error alarms could not be verified due to the keypad anomaly. The motor was tested outside of the device and passed. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube, cracked battery tube threads, minor scratches on the display window and a missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed motor error. No further information provided.